Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested, received and stated patient complained of foggy vision since post operative week#3. Reassurance and handholding provided. Photorefractive keratectomy (prk) performed at post operative meeting#6 for residual +0.50. Posterior capsule clear, objective scatter index (osi) elevated. Vision did not improve, patient reported vision foggy at distance and near. The patient issues resolved post secondary lens explantation.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had waxy vision and overall poor quality vision. The iol was exchanged for unspecified lens. Clinical reason for explant mentioned as physician's decision. Additional information has been requested.

Manufacturer narrative:
Additional information provided in h.11. The explanted lens was not returned. Each lens is subjected to a 100 percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that indicated a photorefractive keratectomy (prk) was performed on the eye at the six month post operation appointment with no improvement in the patient vision, therefore an explant was performed. The company 23.0 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a company different model 25.0 diopter lens. Due to the exchange of a multifocal 23.0 diopter lens for a monofocal 25.0 diopter lens, this suggests that the replacement lens may have been an improved choice for the patient vision needs. Also, an intraocular lens (iol) exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. Per the completed questionnaire, after the lens exchange, the patient vision issues have resolved. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).